Event description:
Healthcare professional reported left side rupture confirmed by ultrasound. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as fold flaw opening. Creases folding of implant: observed, creases fold on the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Confirmed by ultrasound. The device has been explanted and replaced with non-allergan device.